Event description:
The stryker core impaction drill was sent in for repair and it overheated during testing. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
Further investigation revealed a damaged motor, rotor drive shaft and other component parts. Corrosion damage to the motor and worn bearings and spindle housing were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.